Event description:
Upon evaluation of the returned colonovideoscope, foreign material was observed in the device auxiliary water channel and objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material, was observed in the device auxiliary water tube and objective lens. A definitive root cause of the issue could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.